Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was impacted (577 mg/dl). It was indicated that the customer would drink water, bolus via the pump and take an manual injection to correct bg level. During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery.